Event description:
Litigation papers allege the patient is experiencing symptoms including, but not limited to pain, swelling, soreness, difficulty walking, and decreased mobility. It is further alleged the patient will almost certainly have to remove and replace the devices.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.